Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/1/2023, it was reported by a sales representative via sems-06072260 that an ar-6480 dw arthroscopy pump had an issue. The door to the pump tubing would not shut, and the clear piece eventually got broken off trying to close the door. It was stated that it was deemed unsafe to use during the case. The case was completed, and no patient harm was reported. This was discovered during an unspecified procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. Upon visual inspection, it was found that the inflow door was detached from the inflow door locking mechanism. The most likely cause for the reported failure is misuse by the end user.